Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
"The patient reported waking up with blood in the aligner, blood on the teeth and reported a gaping hole on a tooth from what appears to be a filling. Dental history includes orthodontic braces. Medical history includes the jaw clicking/locking upon opening and occasionally popping when upon yawning or when the mouth is wide open. The patient's over the counter (otc) medications include: escitalopram, clonidine, mirtazapine for depression, anxiety, and sleep. ".

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.